Manufacturer narrative:
The printed circuit board was returned for eval. A solder joint/run on the printed circuit board overheated causing the board to partially melt. The melting produced the smoke reported by the user. The root cause of the failure could not be determined.

Event description:
On packs cycle -saw smoke coming out around the door and smelled something burning-didn't actually see flames- they just stopped the sterilizer.